Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Broken cp fusion plate. Revised with longer cp fusion plate.

Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - right was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a patient related issue since it was reported that the patient was very active post implantation. Therefore the failure was caused by early mobilization and overloading before bone consolidation. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). This problem is not specific for the anchorage plating system. This is a typical problem of all locking or non locking plates and with current materials and plate designs there is no potential for further mitigation of the risks. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Broken cp fusion plate. Revised with longer cp fusion plate.